Event description:
Device issue: resistance w/sheath - dislodged stent. Time of device issue: during procedure. Adverse event: none. It was reported that during insertion of the omnilink elite stent system through a 6 fr non-abbott introducer sheath, via ipsilateral approach, resistance was felt. An attempt was made to withdraw the stent system from the sheath; however, it could not be withdrawn. The introducer and the omnilink were withdrawn from the anatomy as a single unit. Upon removal, it was noted that the stent had dislodged from the balloon outside of the patient's anatomy. Another omnilink elite stent system was used to complete the procedure. There was no adverse patient effect.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.